Event description:
The customer reported a centrifuge bowl leak that occurred during a treatment procedure. Customer called to report centrifuge bowl leak during collect phase of third cycle (out of 5 cycles). Customer stated she first got a blood pump alarm. Customer did not observe any fluid leaks or occlusions. Customer then opened the centrifuge door to check the bowl for any occlusions. Customer stated this is when she observed blood leaking from neck of the centrifuge bowl. Customer then aborted the kit and did not return any blood or products to patient.

Manufacturer narrative:
Batch record review: review of xts lot file a757 shows no nonconformances associated with this lot at the time of the event. This lot met all release requirements. Srms complaint database review: a review of complaints received for lot a757 was performed. There was 1 complaint reported for bowl leaks to date for this lot at the time of the investigation. No product was returned by the customer therefore, the root cause could not be determined based solely on the information provided by the customer. (B)(4).